Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were visited emergency room and hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 608 mg/dl. The customer was treated by fluids and declined trouble shooting for hospitalization. The customer was treated with the fluid. The insulin pump will not be returned for analysis.